Event description:
A non-health care professional reported that there was no haptic part of the lens during surgery. Additional information received stating that leading haptic was missing during implantation. The missing leading haptic was found inside the blister pack. There was a patient contact. Additional information received stating that there was no harm to the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).